Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a worn-out clutch to be the cause of the issue. The clutch, leadscrew, worm gear and worm coupling were replaced to fix the issue.

Event description:
It was reported that the pump showed a travel reverse error - check clutch/plunger. There was no reported patient involvement.

Manufacturer narrative:
E1: phone number extension (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.